Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation "the patient began experiencing discomfort in the leg. Diagnostic workup revealed the presence of markedly increased levels of metal ions in the blood. Sophisticated imaging of the tissue surrounding the patient's hip revealed the potential existence of an adverse local tissue reaction at the location of the device. "It is further alleged that during the revision surgery significant evidence of heavy metal toxicity was discovered, including necrotic tissue at the area of the device, cloudy white effusion at the area of the device and black sludge at the area where the citation stem met the v40 femoral head. Surgeon also noted the presence of corrosion between the citation stem and the v40 femoral head."

Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; PMA/510(k) #; device manufacture date. An event regarding altr involving a metal femoral head. The event was not confirmed. Device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. A clinical review of the available records indicated that "clinical and past medical history, and serial xrays, pathology reports, and examination of explanted components" were needed to fully investigate the event. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as clinical and past medical history, and serial xrays, pathology reports, and examination of explanted components are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation "the patient began experiencing discomfort in the leg. Diagnostic workup revealed the presence of markedly increased levels of metal ions in the blood. Sophisticated imaging of the tissue surrounding the patient's hip revealed the potential existence of an adverse local tissue reaction at the location of the device. "It is further alleged that during the revision surgery "significant evidence of heavy metal toxicity was discovered, including necrotic tissue at the area of the device, cloudy white effusion at the area of the device and black sludge at the area where the citation stem met the v40 femoral head. Surgeon also noted the presence of corrosion between the citation stem and the v40 femoral head."